Manufacturer narrative:
Device 6 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 22-jan-2024, 12-feb-2024 and 06-mar-24 patient reported with infusion that cannula was kinked, and patient faced symptoms within 3 hours of insertion. The patient's blood glucose leveled was 120 mg/dl. The site of insertion was abdomen. Further, they replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.